Event description:
It was reported that a patient underwent a procedure with a smart touch bidirectional catheter, and bad or no ECG noise on all channels occurred. The signal noise occurred on the mapping catheter which included body surface (bs) and intracardiac (ic) channels on both the carto and the lab recording system when the smart touch bidirectional catheter and the sound star catheter were connected to the patient interface unit (piu). Then catheters were not recognized by the carto system. The abnormal noise also occurred from the piu side and then both the piu and the work station were shut down. The issue was resolved by exchanging the smart touch bidirectional catheter. The procedure was completed without patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The catheter recognition issue is highly detectable and possesses very low risk to the patient, therefore this issue is not indicative of a reportable event. Since we were unable to verify if the physician was able to monitor the patient¿s heart rate, this issue is being reported. If additional information is received, this issue will be reassessed.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a procedure with a smart touch bidirectional catheter, and bad or no ECG noise on all channels occurred. The signal noise occurred on the mapping catheter which included body surface (bs) and intracardiac (ic) channels on both the carto and the lab recording system when the smart touch bidirectional catheter and the sound star catheter were connected to the patient interface unit (piu). Then catheters were not recognized by the carto system. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. Therefore the catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
(B)(4).